Event description:
A (B)(6) male patient with osteomyelitis/discitis and lumbar disc infection underwent fna lumbar disc space procedure on (B)(6) 2014. After the procedure, the doctor attempted to remove the chiba needle. When he pulled the needle out it was seen that approximately 1/2 of the needle remained in the patients soft tissue. Patient was taken from CT to the ir department where the needle was removed using fluoro guidance. No additional information has been provided by the reporter. Patient underwent a foreign body retrieval to remove the remaining part of needle.

Manufacturer narrative:
(B)(4). Event is still under investigation.